Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not performing air removal step. Customer changed pump supplies and resumed insulin delivery. Customer¿s blood glucose level was 137 mg/dl.